Event description:
The customer reported to olympus that the hd camera head image quality was not good; there was no picture, only red dots on the screen. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation revealed a failed leak test due to a broken seal on the connector. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow up (ga23355080-2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "no image" occurred due to water entered the inside of the device. It is possible that water entered from the broken connector seal. However, the root cause of the phenomenon could not be determined. The event can be prevented by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.". Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed they only use olympus cameras for urology procedures, however, the exact surgery is unknown. It is unknown the other device numbers. It is unknown if the procedure was therapeutic or diagnostic. The procedure was completed with another camera and the device malfunction did not affect the outcome. A less than 10 minute delay while waiting for another camera. No harm to anyone and the prolonged anesthesia was minimal in this circumstance.